Event description:
Manufacturer representative reports a patient implanted with a surgical lead for right arm pain developed pain and paralysis in the left arm post procedure. Additional information received from the hcp indicates the patient had burning pain in the right arm as a complication of surgery. A new lead and generator were placed on 9/20/06 and the patient developed left arm burning pain. The patient remained in the hospital for several days with no improvement. The patient is receiving benefit in the right arm. The patient will be transferred to a long term care facility for rehabilitation.